Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had not been happy with their ins. Patient stated that their therapy never really worked for them and that they were having better results when taking vibegron for their overactive bladder than when they were using their therapy. When asked for event date, patient did not provide a clear estimate and just mentioned that they haven't been using their ins, and that they only charged their ins a while ago when they needed to have an MRI. Patient confirmed that their healthcare provider (hcp) already confirmed that they will have their ins taken out on december 18th and was wondering if they needed to return their external devices. Agent reviewed procedure information and redirected the patient to their hcp for further assistance. Agent also reviewed role of manufacturer representative (rep).